Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had high impedances on their lead. Patient may have to undergo surgery to correct this issue. Patient is stable.

Event description:
It was reported the patient had their lead explanted and replaced to address the issue

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.